Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 112 mg/dl, 99 mg/dl and 70 mg/dl, l1 and l2 quality controls were run. No adverse event reported. A request was made for return of the subject product and a replacement was sent.